Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery, an ophthalmic knife with an improper degree was substituted. The surgical staff was unaware, and a larger side port incision was made using the substituted knife. The patient experienced iris prolapse. Additional information received indicated that the iris prolapse was resolved during the same surgery by lowering intraocular pressure and using extra viscoelastic to prevent iris from prolapsing. There has been no ongoing patient concerns were noted following the surgery. This report pertains to ophthalmic knife involved in the reported events.

Manufacturer narrative:
Corrected information provided in section h.6. Additional information provided in sections h.6. D.10. And h.11. A sample was not received at the manufacturing site for evaluation for the report of ophthalmic blade substituted, larger incision prolapse; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Potential contributing factor: based on the reported information that the customer has used 2.5 mm ophthalmic blade that was substituted with 15-degree ophthalmic blade and the root cause is user error. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.